Event description:
It was reported that the patient had a loss of therapy and dysarthria over the last week with a gradual onset over a day or two. The patient programmer was showing an eri (elective replacement indicator) message. The device interrogation found the eri, a battery voltage of 2.6v and a short circuit between contacts 8 and 0, which were programmed as a bipole for at least 5-6 weeks. It was also reported that there was no explant, but that the reason for removal of the device was due to accessory breakage. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device showed elective replacement indicator (eri) and therapy "appeared" to stop due to a short circuit between contact 8 and 9. The contacts were initially programmed as a bipole "for at least 5-6 weeks," and were reprogrammed "within the next few days" following the impedance testing, which was performed on (B)(6) 2012. It was noted that the contacts were not reprogrammed as a bipole, the battery had a voltage of 2.6, and the implantable neurostimulator (ins) was still in situ and performed "as expected." The patient was reportedly receiving therapy and having regular follow-ups.

Manufacturer narrative:
Product ID: 3389, product type: lead. Product ID: 3389, product type: lead. (B)(4).